Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: customer stated: " not recognizing cassette, keeps prompting to reload it". Troubleshooting: issue confirmed, one of the smaller pins on loading dock keeps getting stuck; attempted to run two basic infusions one after the other, infusion works once but then it does not - no patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.